Event description:
It was reported that there was elevated pace/sense impedance and capture threshold. A partial conductor fracture of the lead is suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.